Event description:
On saalt's (B)(6) group, a customer responded on a post that their iud was dislodged during cup usage. Saalt responded to customer asking them to reach out to saalt email so we could obtain more information. Saalt followed up by commenting on the post three times without any response from the customer. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.